Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that we have a tc200 video camera control unit that suddenly switched off in the middle of an intervention. When we tested the device afterwards, it powered on correctly, but we were unable to switch it off. The only way to turn it off is by unplugging it from the electrical outlet. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).